Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the surgeon pressed the firing button on the first handle with the first reload and was able to press the green firing button but was unable to squeeze the handle. They removed the first reload and opened a second stapler. A new black reload was attached to the second handle. It fired as per normal. The first reload was then attached to the second handle and there were no issues loading the stapler. The doctor was able to press the firing button and the handle kicked open but was soft and would not fire. A third reload was opened and attached to the second handle. There were no issues loading. The green firing button pushed but the handle kicked open and was soft and unable to fire. A third reload and a third handpiece was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The reported condition for this incident was instrument did not fire. Visual examination noted that the reloads were received with a full complement of staples and reinforcement material. Functional evaluation of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly component related condition. If information is provided in the future, a supplemental report will be issued.